Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Patient sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. (B)(4). The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the plastic circle piece opposite the 3-way valve controller on the introducer kit (ik) sheath fell out when flushed. They replaced the device with a new sheath, and it was fine. The procedure being performed was an angiogram. The procedure outcome was successfully. There was no patient injury/medical or surgical intervention. The patient was in stable condition. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 5fr introducer sheath was returned for product evaluation. The plug lock was partially dislodged from the three-way stopcock body. Visual inspection revealed that the locking pin was missing from the three-way stopcock and therefore could not be evaluated. The plug lock was viewed under microscope and damage was seen at the gate; the gate was bent outward. The complaint can be confirmed for three-way stopcock mechanical separation. Based on the investigation, it is likely the three-way stopcock was turned past 180 degrees causing the locking pin to dislodge, moving the plug lock. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.